Manufacturer narrative:
Qc prior to the event was within the established ranges. While reviewing the history with a bci customer technical support (cts), the customer discovered that incorrect calibration factors had been entered into the system for the manual mode during a calibration procedure two days prior. The cts assisted the customer with correcting the calibration factors for the manual mode and advised the customer to verify the performance of the system. The root cause was operator error. Incorrect calibration factors were used.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated wbc, rbc, hgb, and hct results generated by coulter lh750 hematology analyzer in the manual mode with operator defined error messages. The erroneous results were reported out of the laboratory. Subsequent tests in the automatic mode produced lower results. Repeat testing in manual mode after correcting the calibration factors produced results similar to those obtained in the automatic mode, which the customer considers correct. There was no report of death, injury, and effect on patient treatment associated with this event.